Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c199ee, serial/lot #: (B)(4) , ubd: 31-mar-2023, UDI#: (B)(4); product ID: etlw1613c156ee, serial/lot #: (B)(4), ubd: 12-jul-2023, UDI#: (B)(4) ; product ID: etlw1613c82ee, serial/lot #: (B)(4), ubd: 30-jun-2023, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent graft limbs were implanted during a blood path clearing endovascular procedure.  It was reported during the index procedure the patients blood pressure dropped sharply, measures were taken and the blood pressure became stable. The patient expired some time after the surgery. The cause of the death is unknown. No additional clinical sequelae was provided and the patient has expired.